Manufacturer narrative:
Level 1 quality control (qc) was analyzed twice on (B)(4) 2010. One of the two points of qc was within specifications. The customer recalibrated toxo igg and qc was within the customer's established ranges. Qc was within the customer's established ranges on (B)(4) 2010. A system check for the week of (B)(4) 2010 was not supplied. A system check performed on (B)(4) 2010 and met specifications. Service was not dispatched to evaluate the analyzer. Sample was not provided for further testing. Root cause was not determined. This reportable event was identified during a retrospective review conducted between january 01, 2008 and october 23, 2010 of complaints for add'l reportable events.

Event description:
Customer reported erroneous high access toxo igg (toxoplasma gondii immunoglobin g antibodies) test result was obtained for one pt sample when using the access 2 immunoassay system. The erroneous high test results were reactive on (B)(6) 2010 with the first sample drawn from the pt. A second sample was drawn 24 days after the first sample. The sample was tested with access toxo igg in triplicate. All three tests were non-reactive. The initial, elevated result was reported out of the lab. While there is no report of adverse event or serious injury related to this event, it is unk whether there was any change to pt management.